Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. 3008363989-2023-00019 based on the device evaluation, the cause was traced to manufacturing. The probable cause of the lifted kapton is due to insufficient adhesive on the proximal fillet, which let an air bubble surface during the hydrophilic application. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that visions pv .035 catheter was used in a therapeutic peripheral procedure. During advancement to the lesion, the catheter was not recognized by the system; tried reconnecting but was unsuccessful. A new catheter was used to complete the procedure. No patient injury reported. During the product return evaluation, a portion of the kapton was lifted at the proximal fillet, resulting in a sharp edge of non-malleable material. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.